Event description:
It was reported that the system failed to work during procedure. Procedure was completed by using a back-up unit. Short delay of 5 to 10 minutes to change out unit to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). Inspection and analysis of the unit is still in progress. A supplemental will be submitted as soon as additional information is received.